Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that, 4 years and 5 months after the dental implant was installed in intraoral region #29, it was observed that the patient was presenting bone loss and recurrent inflammation in the region of the implant. In consequence of that, the dentist decided to remove the dental implant.